Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed bad sensor after 2 consecutive calibration error alarms. The insulin pump went into threshold suspend. The customer's sensor glucose reading was 60 mg/dl but his blood glucose level was 220 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test and sensor passed per specifications with accurate readings.